Event description:
Stryker aseptic battery housing for power equipment ref#: 7126-120-000 broke while being used during total knee replacement. Another housing was retrieved, and the procedure was completed successfully. No harm to patient or staff. All pieces were accounted for. Stryker rep (B)(6) notified.